Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was fentanyl with an unknown concentration and dosage. The reason for use was non-malignant pain. It was reported that the actual reservoir volume (arv) was less than the expected reservoir volume (erv). There was a volume discrepancy, but the volumes were unknown. The pump was first filled with drug on or around (B)(6) 2017, and about 2 weeks later ((B)(6) of 2017) the patient complained of withdrawal symptoms so they accessed the pump and found it was empty. The considered the possibility that there was a pocket fill or partial pocket fill, so the next refills were done under flouro. When the pump was accessed on (B)(6) 2018 they were ¿about 4 ml short.¿ they again filled the pump under flouro and 3 days later the patient again had withdrawal symptoms. When they access the pump it was empty. The caller stated that the ¿assumption is he¿s stealing medication out of the pump.¿ troubleshooting suggested was to consider filling with saline and bringing the patient back to check volumes. The patient never had any symptoms of overdose despite the alleged overinfusion. The healthcare professional (hcp) told the rep there was 9 mg of fentanyl in the pump total and this was 70 days worth of medication; this adds up to a 450 mcg/ml concentration and about 128 mcg/day but the rep did not have the specific prescription information at the time of the call. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.